Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episode. The right ventricular (rv) lead exhibited high thresholds, and intermittent capture. A lead warning was also identified. Over-sensing was noted on current and stored episodes. High and undefined impedance was found. Lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.